Event description:
Analysis of the returned device found a delaminated downstream occlusion seal. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. There was no applicable no evidence to review in the event history log. Functional testing was performed. The dso seal was replaced.